Event description:
The user reports that the reagent solution splashed into their eyes. The user stated that the eye was irritated however no medial treatement was needed. The user confirmed there was no serious harm occured.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation report: technical service provided the safety data sheet (sds) to the customer and no further action is required. According to the package insert in195150c v. 3.0: precautions the reagent solution contains a harmful chemical. If the solution contacts the skin or eye, flush with copious amounts of water. The product will continue to be monitored and tracked.